Manufacturer narrative:
There was no display in the test mode only. Unable to test further.

Manufacturer narrative:
Initial reporter information was not provided.

Event description:
Advocate stated customer's meter was not showing readings in the memory of the contour since (B)(6) 2015. No adverse event was alleged. Advocate was advised that meter should be returned for evaluation. A replacement meter was sent to the customer.